Event description:
Iabp alarm went off. Rn assessed the iabp catheter and visualized blood coming out of the balloon tubing starting at the groin site and slowly moving down the tubing. The machine was placed on standby. The physician removed the iabp without complication. The iabp balloon was ruptured.